Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy and acquired peritonitis manifested by hazy peritoneal effluent and abdominal pain. On the day of the onset of peritonitis, the patient was hospitalized. The patient was treated with cefepime (1gm, route and frequency not reported) for peritonitis. The patient started to retrain on the proper aseptic techniques. No additional information is available.